Event description:
It was reported that when the patient was switch from dilaudid to fentanyl the patient experienced withdrawal symptoms of nausea, confusion, agitation "senses crawling," anxiety, and jitteriness. The patient later reported "they overdosed me" and the patient was hospitalized. The patient reported that "it was adjusted" but they thought "I didn't get any better." It was unclear if morphine was administered as the patient reported she was allergic to morphine. Ultimately, fentanyl was reported to have been taken out of the pump and dilaudid was put back in. The patient had their dose decreased by "a quarter milligram" at refills to help determine if the medication was effective. The patient reported that the dilaudid was still "not helping much" and she experienced "high" pain. The patient expressed concern regarding the care received by the physician. The patient was contemplating having the pump removed if proper pain relief was not achieved. The pump system was currently delivering dilaudid.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient experienced altered mental following the switch from dilaudid to fentanyl. The patient was unable to eat or drink or keep anything down for 5 days. The patient was sent to the ER on (B)(6) 2012 and was given fluids. She felt like she had worms crawling under her skin and she was trying to tear her skin off. The dry heaves were unbearable and she was dehydrated. The patient was weak for so long with sickness, no food, and dehydration that she felt like she was going to die. Her pain was ¿up to 15¿ and she had lost ¿so much weight she couldn¿t think straight.¿ the patient had diarrhea and was itchy, confused, and ¿going crazy.¿ as of (B)(6) 2013, the patient was still having concerns with the device or therapy but had not sought further help.

Manufacturer narrative:
Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient's hospitalization was due to a reaction to the fentanyl.